Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report. Information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that per agiliti, according to the supervisor at (B)(6) hospital in miami, patient fell off bedframe. All four siderails were up, alarm was on and alerted the floor when the patient fell. Patient was on joerns manufactured dolphin fis mattress and control unit. Agiliti will perform testing. Complaint #(B)(4) was entered into our system.